Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the instrument's distal pulley with visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, if to recur, could cause or contribute to an adverse event.

Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, a cable was identified as being damaged. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.